Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose values remained unaffected. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included customer troubleshooting and education, including toggling settings, restarting the ilet, and advising on the pairing window. Investigation of this case revealed a transient communication disruption consistent with a software or pairing issue affecting the ilet¿cgm bluetooth link, with no evidence of sensor failure or pump malfunction beyond connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolved through standard troubleshooting.